Event description:
It was observed that during the device evaluation, the camera head exhibited disconnection in cable unit, there is noise in the image, there is corrosion on coupler unit and due to water leak in coupler mount the water tightness is lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.